Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted. Visual examination of the lead found an external abrasion breaching the outer insulation due friction from the device can at the proximal region. X-ray inspection found over-torque of the inner coil consistent with the procedural damage. The helix could not be extended due to clogging with blood/tissue and the over-torque of the inner coil. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. X-ray inspection found no anomalies at the helix region. The reported event of intermittent sensing and loss of capture was confirmed, and the cause was isolated to external abrasion consistent with friction from the device can. The reported event of helix issue was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, intermittent sensing and loss of capture due to dislodgement were observed on the right atrial (ra) lead. Diagnostic imaging confirmed ra lead dislodgement. During a device upgrade procedure, the physician attempted to revise the ra lead, however due to lead helix complications was unable to revise the ra lead. The ra lead was successfully replaced, and the patient was stable with no adverse consequences.